Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, the device was unable to be interrogated. No action was performed. The device remains implanted.